Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found a haptic torn. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -13.50 diopter, in the patients eye on (B)(6) 2018. The lens was explanted on (B)(6) 2021 due to vaulting of the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.